Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 400 mg/dl. The customer reported that they had received no delivery alarm. The customer treated with the manual injection. Troubleshooting was done for no delivery alarm. The customer reported that the no delivery alarm was resolved by changing complete set. The insulin pump will not be returned for analysis.